Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that approximately 10 days after implantation, the pt experienced angiodysplasia and was taken off of anticoagulation. The pump parameters were normal and the pt had "multiple vessel pathologies." Approximately 9 weeks post-implant, it was reported that the pt went into cardiac arrest during the preparation and transport for a scan. The hospital team tried to revive the pt, however, the pt expired. It was also reported that the hospital team suspected that the pt went into cardiac arrest due to pulmonary embolism based on his pathologies.

Manufacturer narrative:
The pt expired on (B)(6) 2013. The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.